Event description:
It was reported that multiple ongoing occlusion alarms occurred. Customer changed the pump supplies multiple times to address the issue. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.